Manufacturer narrative:
The device will not be received for eval. The device was repaired by a baxter field svc tech at the facility. Review of the complaint history revealed no other reports have been rec'd for this serial number.

Event description:
The facility reported a failure code 570. Info was not provided whether the failure code occurred during a pt infusion. Although attempts were made by baxter, details were not provided regarding pt demographics, medication involved, or device programming. The hosp rep stated they have no record of any pt incident involving this device since the last baxter svc event. No add'l info available.